Event description:
The customer reported that a flame appeared at the tip of the electrode during a lobectomy procedure. The generator was set at coag, fulgurate, 40w. There was no injury to pt or staff.

Manufacturer narrative:
(B) (4). (B) (4). The incident sample has been requested but to date has not been received for evaluation. If the sample is received or if add'l info pertinent to the incident is obtained, a follow-up report will be submitted.